Event description:
A malfunction on the pump was reported by the caller, who did not experience any prior notable events leading up to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset, which successfully prevented the malfunction code from recurring. The customer was advised to continue using the pump and to contact support again if the malfunction recurred, which they acknowledged and understood.